Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI # - (B)(4). Reportable event was able to be confirmed through product evaluation. Evaluation confirmed debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the reported event is due to transit damage causing the foam packaging to become abraded and shed. The event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 51-103150/tprlc 133 t1 pps / lot #: 6129991. Part # 51-103160/tprlc 133 t1 pps / lot #: 3892180. Part # 51-104160/tprlc 133 t1 pps / lot #: 3886532. Part # 51-105120/tprlc xr t1 pps / lot #: 3751532. Part # 51-103170/tprlc 133 t1 pps so/ lot #: 3735302. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01150, 0001825034 -2020 -01151, 0001825034 -2020 -01152, 0001825034 -2020 -01153, 0001825034 -2020 -01161.

Event description:
It was reported that the during an inspection at the distributorship, it was discovered there was debris found in sterile packaging. There was no patient involvement. No adverse events have been reported as a result of the malfunction.